Event description:
It was reported that during an unknown procedure, the clips would not advance. The clips were caught in the applier. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Sticking jaw/cam, malformed clip, indicator wheel failure. The analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired six clips conforming and four scissored clips. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. It could not be determined what may have caused the found malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.